Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s21 (android 15) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the analytic logs the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: cds steps: on your android device, open settings. Tap google, google devices sharing (or all services on xiaomi devices) , crossdevice services. Or search crossdevice' from settings. Make sure use crossdevice services is off or disabled (xiaomi device use toggle off). Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, ensure crossdevice services are disabled. Make sure users remove paired devices from phone and pump also ensure that there are no other paired pump devices on the phone delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps > storage and cache > clear cache and data delete the app. Reset networks (reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings). Restart the phone. Reinstall mmm app. Check for all the usual connectivity (internet, bluetooth on, etc.) Start the pairing process from scratch. If steps above does not help please check are there any apps on user's device that use bluetooth connection. If there are some please: uninstall such apps and try pairing process from scratch. We are proceeding to close the ticket if customer still face issue we request helpline to reopen the ticket; we will further investigate the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.